Manufacturer narrative:
The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The glucose reagent lot number and expiration date were requested, but not provided. The field service engineer noted there were sample probe alarms. The fluidics were verified to be working correctly. The sample probe was adjusted. The pump pressures were verified and proper rinsing of components was checked. Precision studies were performed and recovered within the customer's run parameters. The investigation is ongoing.

Event description:
The initial reporter stated they received questionable results for two patient samples tested with cobas integra glucose hk gen. 3 on a cobas 6000 c (501) module. The doctor questioned the results as they did not match the results obtained with a point of care test. Data was provided for one patient sample. This sample initially resulted in a glucose value of 52 mg/dl. The sample was repeated on a second analyzer, resulting in a value of 625 mg/dl. The repeat value was deemed correct.